Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a patient with superficial punctate keratitis (spk) and dry eye syndrome in both eyes two weeks following lasik treatment. The patient reported tearing, distortion around lights, and light sensitivity in both eyes and there was no improvement with the use of artificial tears every four hours. Add'l info was received from the center director, who indicated the patient has not been seen since the date of event. The patient was scheduled for postop exam on (B)(6) 2014. There are two medical reports associated with this event. This report is for the left eye.